Event description:
The customer contacted physio-control to report that during a cardiac arrest event, their device reset itself after delivering the ninth shock to the 79 year old male patient. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because all shock attempts were delivered to the patient successfully and the loss of power due to the device restarting itself, was brief and did not result in any delay in delivering those shocks.

Manufacturer narrative:
Physio-control downloaded and reviewed the device's electronic records and was able to verify the reported issue. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, their device reset itself after delivering the ninth shock to the (B)(6) male patient. The customer advised that the patient did not survive the event; however, they do not believe that the device use contributed to the patient's outcome because all shock attempts were delivered to the patient successfully and the loss of power due to the device restarting itself, was brief and did not result in any delay in delivering those shocks.